Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis with high blood glucose levels between 600 and 700 mg/dl. The customer was also nauseous and vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother did not have the tubing clamp for the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.